Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, post-paced t wave oversensing was noted on the device. The oversensing was noted on a stored egm. The patient was not seen in clinic yet. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.